Event description:
It was reported that during implant, the left ventricular lead would not pass beyond the distal end of introducer. The lead was not used and a new lead was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun

Manufacturer narrative:
Analysis found normal device characteristics.